Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
T2 pre-deployment was reported. Once the delivery needle is inserted into the meniscus, we deployed our first implant, and while retrieving the delivery needle, the second implant was deployed without touching the trigger. There is no report of surgical delay or patient injury associated with this alleged event.